Event description:
It was reported that during a surgery the material broke inside the joint of the knee and debris was produced. The surgeon has cleaned the joint and removed the debris. The surgeon reported that there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. 09-nov-2021 update: further information were provided that the reported event occurred during an anterior cruciate ligament surgery and that the tip of the cutter broke.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint confirmed, the tip of the device broke. The cutter tip is loose, the actuator tube is broken and the inner shaft is twisted. No further damage was observed. A likely cause of the event is prying/leveraging the device during use.